Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 7 states, ¿undesirable shortening of limb.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same patient (reference 1825034-2016-03231 / 03233). Remains implanted.

Event description:
Legal counsel for patient reported that patient underwent a right total hip arthroplasty, at the close of the procedure the surgeon noted that the right leg was seven to eight millimeters longer that the other, however, it was noted by the surgeon to be acceptable. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.